Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy (egd) with side viewing scope procedure to treat a bleeding ulcer in the patient¿s duodenum on (B)(6) 2015. According to the complainant, the ceramic tip of the gold probe cracked when used with a side-viewing scope. The procedure was completed with another injection gold probe device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of the distal tip cracked. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.